Event description:
It was reported the patient had revision surgery due to loosening of the femoral and tibial implants. Attempts for additional information have been made and none provided.

Manufacturer narrative:
(B)(4). G2: australia. Suggested code (annex g)- mechanical (g04) - femur. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device was requested but not returned by the facility. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted additional associated products: (B)(6) st prc tib plt size 5 lot# 60650705.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: b4, b5, d5, g3, g6, h1, h2, h3, h6, h10, h11. D2, d4, g4: attempts have been made to gather all product identification information, and no further information has been provided. Visual examination of the provided picture identified the tibial tray, articular surface, and femur have been explanted. The mating surface of the tibial tray shows bio-debris and poly fragments in at least two of the four holes. Part and lot information obtained from product etch. The femur shows bio-debris on the fixation surface demonstrating use; product information is not visible. Review of the device history record(s) identified no deviations or anomalies during manufacturing for part 00598004701. Insufficient information provided. Unable to perform a compatibility check. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: there is extensive osteolysis along the tibial implant greatest at the medial tibial plateau and the tip of the tibial stem with suspected implant loosening. There is only a small amount of remaining cement medially, but this may have resorbed. The implant loosening appears to be at the cement-implant interface. Alignment is maintained. There is no evidence of femoral implant loosening. Bone quality appears mildly osteopenic. Op notes were not provided. The reported tibial loosening event is confirmed from provided x-rays. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. D10: additional associated products. 00598004701 st prc tib plt size 5 lot# 07884853. Unk bearing lot# unk. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.